Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Info was received from a health professional who is not returned to complete form 3500a. Eval summary: it is noted in the implant surgical notes that excellent stability, range of motion, and patellar tracking were achieved. The revision surgical notes indicate that a bone scan was performed that revealed increased activity however, there was no definitive loosening. Examination of the knee prior to removing the components indicated that they were found to be well aligned, the patella tracked without difficulty, and the knee was balanced to varus-valgus stress in full extension. Upon removal of the femoral component, evidence of micromotion laterally was identified. X-ray were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive room cause for the pain cannot be determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.